Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The screen was blacking out with alarm due to a faulty circuit board. The tube had leakage due to a defective electropneumatic proportional valve. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit was turning on and off during reprocessing. It kept rebooting intermittently. There was no delay in the intended procedure. The intended procedure was unknown. During the inspection and testing of the returned device, the electropneumatic proportional valve was defective causing tube leakage. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the device rebooting that was reporting by the customer and the tube leakage found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, (1): a faulty defective electropneumatic proportional valve was confirmed which was determined to have caused the phenomenon of ¿screen blackout¿; (2): a defective valve was confirmed which was determined to have caused the phenomenon ¿tube leakage¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.